Event description:
Upon additional follow up reporter indicated the patient had not started the recommended treatment and was noted to still have trace haze. Patient was instructed to start the topical steroid eye drop dosage, and return for follow up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been requested. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively (B)(4).

Event description:
An optometrist reported a case of non-symptomatic corneal haze, observed at two months post photo refractive keratectomy (prk) treatment. Reporter indicated the topical steroid eye drop dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.